Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted an alarm that the pump was not primed. The patient stated that they changed the cartridge and when the rewind, load and prime step, the pump primed out all of the insulin. The patient reported that they attempted this three times with the same results and then received warnings of no cartridge detected. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed multiple 'no cartridge detected' warnings recorded on the date of the reported failure. On testing, the pump did not detect the cartridge during the load step. The force sensor calibration test was no able to be completed due to the load step malfunction. The pump was opened for investigation and revealed contamination on the force sensor assembly and the force sensor was noted to be out of specification. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.